Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was a broken pulse wire from the solder connection on the a and b cable. The root cause unable to be identified. There was no adverse event that resulted from the damaged monitor.